Event description:
It was reported ongoing intermittent occlusion alarms occurred that have increased in frequency lately. The customers blood glucose has been elevated, 421 mg/dl to displaying as "high," specific value not provided, and was treated with a manual dose injection, dates unknown. The customer continued to use the pump for insulin therapy, but had a back up plan if needed.